Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device component was identified as product code sxpp1a405. A fracture was observed in the body of the needle identified as (B)(4). The subject needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mlz174 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an orthopedic tibial fracture procedure on (B)(6) 2019 and barbed suture was used. The needle broke during use. Another like device was used to complete the procedure. No additional information was provided. There were no patient consequences were reported.